Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, it was noted that the device door roller was broken. The customer contact's reported malfunction were duplicated. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported device was returned to the biomedical department for an unspecified reason. No tracking information was provided; therefore, specific patient information, device programming, or event details were not available. There were no reports of any adverse patient events or delays in the critical therapies while the device was clinical use. The biomed note stated, "device does not acknowledge ac connection-broken cassette door-battery depleted alarm." These are not reportable events. However, during testing at the user facility it was noted that the device door roller pin was broken. No additional information was provided.